Manufacturer narrative:
This report is currently being investigated. As additional information is received, a supplemental report will be issued. (B)(4).

Event description:
A report received from (B)(6) stated that a 740 ventilator experienced an ac power loss alarm, while being used on a patient. There were no reported patient injuries.